Event description:
It was reported that during the implant of this right ventricular (rv) defibrillation lead, shock impedance measurements were 146 ohms. The physician tried different polarities and troubleshooting options, and the shock impedance measurements remained elevated. The rv pacing impedance, sensing, and threshold measurements were good with no evidence of noise. It was noted there were no additional troubleshooting options available. No adverse patient effects were reported. The lead remains in service.